Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2020-02265. It was reported the patient lost adequate therapy after experiencing a fall. The patient's leads were found to have migrated. As a result, the patient's leads were repositioned via surgical intervention on (B)(6) 2020 to address the issue.